Manufacturer narrative:
The customer discarded the broken cartridge. No information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ast reagent cartridge leak. No injury was reported.